Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, bypassed the low drain volume alarm in initial drain phase. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling too full and difficulty breathing during dwell 1 of 4. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services (rts) assisted the patient to manually drain, the drain volume was 2649 ml. The patient reported draining relieved the symptoms. Rts assisted patient in ending the therapy early. The patient stated they performed manual fill prior to the start of therapy of 2000ml and drained 1453ml. The patient had bypassed the low drain volume alarm in initial drain phase to fill 1. The device was operational, and a swap was not necessary. No additional information is available.